Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided.

Event description:
It was reported that the abutment was not going all the way down the implant. Therefore, not seating properly on the implant. Used another one that they had on shelves, and all was fine. Patient is fine and all good was able to complete case.